Manufacturer narrative:
Additional, changed, and/or corrected data: h.8.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® ultra 3 in the lips. The next day, patient experienced "acute respiratory infections" with an increase in body temperature to 38 grams, runny nose, and sore throat, deemed not related to the injection. Patient also experienced enlarged (swelling) lips. Patient was treated with antihistamines. Symptoms resolved 4days later.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "respiratory infection" (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® ultra 3 in the lips. The next day, patient experienced "acute respiratory infections" with an increase in body temperature to 38 grams, runny nose, and sore throat, deemed not related to the injection. Patient also experienced enlarged (swelling) lips. Patient was treated with antihistamines. Symptoms resolved 4days later.